Event description:
It was reported that the patient had a kinked catheter which was resolved with surgery. The baclofen dose was reduced by 42% (per consultant's orders) from 1389.6 mcg/day to 799.4 mcg/day to avoid an overdose once the catheter was patent. According to the telemetry strip, the patient also received a priming bolus of 324.4 mcg over 30 minutes. It was indicated that the patient still received an overdose and was drowsy for some hours post surgery. The pump was stopped until the following day. The patient did not require ventilation. The catheter and pump were left in situ as the catheter appeared to be working after it was straightened.

Manufacturer narrative:
Used for catheter.